Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(4) 2014. Evaluation shows seat frame is broken. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per complainant, bushings are loose or wallowed out which allows it to move up and down about 1/2 inch; when coming out of tilt, seat will drop sharply causing concern for patient.